Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticm5_13.7, -12.50/4.5/135 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was repositioned due to refractive surprise. It was reported that the problem resolved, patient is happy. User error was reported to be the cause of this event.